Manufacturer narrative:
H11. Additional narrative: updated b5. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through the implant patient registry and investigation that a patient with a 27mm 11500a aortic valve was explanted after an implant duration of 4 years due to staphylococcus epidermidis endocarditis. A non-edwards conduit was implanted in replacement. Per medical records, the patient developed endocarditis with aortic root abscess and underwent redo avr. The 27mm 11500a valve was removed and required aortic root and aorta reconstruction. The valve was replaced with a 25mm non-edwards crylolife allograft valve conduit.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry that a patient with a 27mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 4 years, 2 months due to unknown reason. The procedure was performed with a 29mm 9755rsl transcatheter valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.